Event description:
It was reported that shaft rupture occurred. A 2.00mm x15mm maverick²¿ balloon catheter was used. During inflation at 12 atmospheres, it was noticed that the balloon lacked pressure. It was then suspected that the proximal shaft ruptured. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a maverick 2 balloon catheter with no other devices. There was contrast in the inflation lumen and blood in the guidewire lumen. There was a kink 48cm from the strain relief. The balloon was microscopically examined and no damage or irregularities identified. Inspection of the device revealed that the midshaft at the guidewire exit notch, there was shaft damage starting at the exit notch and was 6mm long (distally). The device could not be inflated to the rated burst pressure for 5 minutes. The catheter could not inflate and hold pressure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft rupture occurred. A 2.00mm x15mm maverick²¿ balloon catheter was used. During inflation at 12 atmospheres, it was noticed that the balloon lacked pressure. It was then suspected that the proximal shaft ruptured. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).